Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit was not powering up because it was a aluminum medication package sitting on the drawer controller on auxiliary drawer 4.1. The field service engineer (fse) removed the medication, after which the drawer began functioning normally. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a black screen and was offline. The customer attempted a hard reboot; however, the issue persisted. No network issues were identified at the site, and other stations were reported to be functioning normally. The issue began approximately one hour prior to reporting. Review of rss indicated that the es station remained offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.